Event description:
Event description guidant received information that this abdominally implanted implantable cardioverter defibrillator (ICD) measured a high, out-of-rage impedance through the associated atrial lead. The device was reprogrammed to single chamber operation. When the ICD was explanted due to normal battery depletion, the existing lead measured an acceptable impedance through the replacement device. The physician suspects that a connection issue or a malfunction of the device header may have been the source of the high impedance, not a lead fracture. The lead remains in-service with the replacement device and the ICD was returned to guidant for laboratory evaluation.